Manufacturer narrative:
The field engineering specialist replaced 2 pinch valves and performed qc testing. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results for multiple assays tested on a cobas 8000 e801 module following a service visit. From the data provided the following discrepant results were provided: 1 patient for elecsys probnp ii immunoassay, 3 patients for only elecsys vitamin b12 immunoassay, 3 patients for only elecsys folate iii assay, 3 patients for only elecsys tsh assay, and 1 patient for both tsh and vitamin b12. The customer stated that following the service visit, calibration and qc testing was successful. The results in question were reported outside of the laboratory. There was no allegation of an adverse event. The vitamin b12 reagent lot was 37176000. The tsh reagent lot was 38664600. The probnp reagent lot was 35869900. The folate reagent lot was 37241700.

Manufacturer narrative:
The investigation determined the measuring cell had too high of a signal for the affected assays. The service engineer also replaced the pinch valves and afterward, there have been no further issues reported. The damaged pinch valves were the root cause of the event.